Manufacturer narrative:
The device was not returned for evaluation. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Manufacturer internal reference number: (B)(4). This is the second of three complaints for the same patient, related MDR numbers: 3011649314-2025-00526. 3011649314-2025-00527.

Event description:
A healthcare professional reported that when trying to remove two implants on different cases on (B)(6) 2025 they got stuck on the torque wrenches and the wrenches broke, no patient harm or injury reported.

Manufacturer narrative:
Additional information: d1, d4. Correction: h11. This is the third of three complaints for the same patient, related MDR numbers: 3011649314-2025-00526, 3011649314-2025-00527. The manufacturer internal reference number is: (B)(4).